Event description:
The device was used during a thoracoscopy. Reportedly, the staples did not form properly and the device did not cut. No pt injury was reported. Another device was used to finish the procedure.